Manufacturer narrative:
Manufacturing investigation evaluation: one (1) plate was received for evaluation. The plate is broken at the level of the w-4 hole. The returned part was re-inspected for all the features pertinent to the complaint condition. The plate is broken at the level of the hole referred to as w-4. In order to confirm the conformity of the features of the damaged hole, the four (4) closest holes in the fractured area have been re-inspected and their features found to be conforming to specifications. Since all the plate holes are manufactured using the same cnc program, parameters and tools, it is possible to conclude that also the features of the damaged hole were conforming to specifications. Considering that all relevant measurable product features met specifications with no visual defects identified as manufacturing-related, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. The complaint is disposed as ¿confirmed¿ due to evidence that the part is broken, but it is not considered valid for mezzovico because there is no evidence of issues manufacturing related. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient code added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received that the patient reportedly experienced non-union prior to the revision surgery.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Event dates of (B)(6) 2016 and unknown were inadvertently reported on the initial medwatch report. Unknown event date is correct. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date of implant is unknown may have been approximately 10 weeks prior to (B)(6) 2016. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4)reported an event in (B)(6) as follows: it was reported that approximately 10 weeks after implantation, the distal femur locking compression plate (lcp) was discovered to have a fracture in the middle of the plate. Revision surgery was performed on (B)(6) 2016, and fractured plate was removed and replaced with a new lcp distal femur plate (same part number). This report is 1 of 1 for (B)(4).